Manufacturer narrative:
D10: concomitant devices: 334182 203-96-03 - (11-2216) saw blade new stryker (.050). 5566932 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 5w133 203-96-40 - (11-3973) stryker sys 6 90x25x1.27. 6218982 200-02-38 - three peg patella 38mm. 6401776 02-010-01-0340 - logic femoral ps cem right sz 4. H3: the revision reported was likely the result of prosthesis wear of the tibial insert. The cause of prosthesis wear is generally a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroscopy on (B)(6) 2020 at lawrence and memorial hospital. The patient was later revised on (B)(6) 2024 with dr christopher hutchins (op report attached). The attached revision op report showed the patient was revised to a competitor¿s device and left the operating room in stable conditions with no complications. Patient required revision surgery for issues including, but not limited to, polyethylene wear, bone loss, osteolysis, instability and/or component loosening. There is no other patient medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. There was no specific device information provided.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04537 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04537. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.